Manufacturer narrative:
Only the proximal broken segment of the guidewire was returned for evaluation. Analysis of the cross section at the break point showed the failure of the corewire occurred due to torsional overload.(B)(4)

Event description:
Treatment of a facial avm (arteriovenous malformation). During the procedure, it was reported that the mirage guidewire's tip separated as it was being removed and remained inside the patient.no injury was reported with the patient as a result of the procedure.